Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that a filter, designator fl11 from the analog pcb assembly was electrically leaky. This leaky filter caused the internal hlc batteries to become depleted. The customer received a replacement device.

Event description:
The customer initially reported that their device was displaying a charge-pak icon. After an evaluation by physio-control, it was observed that the device had internal electrical leakage which could cause depletion of the internal hlc batteries. There was no patient use associated with the reported failure.